Manufacturer narrative:
. E3: occupation: ccl director the complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: following a right heart cath, the tr band was applied and 13ml's (11cc) of air was injected into the band. Forty-five (45) minutes later, the patient was moved from the operating room (or) to the holding area. When the nurse checked the tr band, they noticed the air was dissolved. A slow leak over time occurred. The balloon with 5cc of air leaked over a two (2) hour period. There was no noticeable damage to the device. The device was removed and replaced with new tr band and hemostasis was achieved. There was minimal blood loss, less than 5cc, and the patient was stable.